Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of lvad internal fault alarms was confirmed based on the information recorded in the log file. The event log file was successfully retrieved from the returned system controller serial number (B)(6) and contained data recorded on april 16 from 9:46 am to 10:17 am. The recorded information revealed an intermittent issue with the communication between the lvad and the controller, which resulted in the pump speed, flow, and pi being recorded as 0. When the issue persisted for 10 seconds, the lvad internal fault alarm was activated. Based on the captured power values and the corresponding data from the lvad log files the pump was operating normally at the set speed during these events. The system controller was functionally tested and was found to function as intended. The system controller operated for extended period of time while connected to a mock circulatory loop with no adverse events or alarms noted. A specific root cause for the compromised communication between the lvad and the controller was not able to be determined. Heartmate 3 patient handbook under section 5 ¿alarms and troubleshooting¿ and heartmate 3 instructions for use, under section 7 ¿alarms and troubleshooting¿ explain all alarms and the proper actions to take if the alarms cannot be resolved. Heartmate 3 patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
The heartmate 3 lvas was implanted during the (B)(6) clinical trial, ide# (B)(4). FDA approval for heartmate 3 lvas was received on 23 august 2017. The gtin unique device identifier for the commercial heartmate3 lvas is (B)(4). No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the user was not able to view patient speed and power levels. Patient speed kept flashing on and off. Patient denied any recent alarms. Log file analysis showed internal fault events which appear to be causing intermittent blanking of the actual pump speed & continuous blanking of flow average and pulsatility index average. The pump power is ranging from 4.7 to 4.9 watts which is normal for a set speed of 5900 rotations per minute. The per second flow is ranging from 4.7 to 4.9 liters per minute. The pump is operating at the set speed and supporting the patient despite blanking of log file data. Customer replaced the controller with a rev 1.6.0 controller and the issues resolved.